Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("it started making me have really bad cramps") and genital haemorrhage ("bleeding like it was just crazy") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. Essure was removed in 2023. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion intervention required) and uterine scar ("it caused a lot of scar tissue"). The patient was treated with surgery (essure removal with both fallopian tubes and scraping on my uterus). The reporter considered abdominal pain, genital haemorrhage and uterine scar to be related to essure administration. The reporter commented: "it started making me have really bad cramps, bleeding like it was just crazy and it cause a lot of scar tissue and I ended to have my tubes removed which they couldn't go in and check anything coz doing scraping on my uterus anything because it was so much scar tissue so they had to take both of my fallopian tubes out. I have this essure back in 2009 or 2010 I have them removed this year 2023." Caller stated she has no information about the essure and she already submitted all documents to her attorney's office to file a lawsuit. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain -it started making me have really bad cramps") and genital haemorrhage ("bleeding like it was just crazy") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion intervention required) and uterine scar ("it caused a lot of scar tissue"). The patient was treated with surgery (essure removal with both fallopian tubes and scraping on my uterus). The reporter considered genital haemorrhage, pelvic pain and uterine scar to be related to essure administration. The reporter commented: "it started making me have really bad cramps, bleeding like it was just crazy and it caused a lot of scar tissue and I ended to have my tubes removed which they couldn't go in and check anything coz doing scraping on my uterus anything because it was so much scar tissue so they had to take both of my fallopian tubes out. I had this essure back in 2009 or 2010 I have them removed this year 2023." Caller stated she has no information about the essure and she already submitted all documents to her attorney's office to file a lawsuit fu (B)(6) 2023: implausible essure insertion date: 7/2/1905. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-oct-2023: report received via lawyer: event abdominal pain was specified to pelvic pain. Essure removal date was specified. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("it started making me have really bad cramps") and genital haemorrhage ("bleeding like it was just crazy") in a female patient who had essure inserted unknown) for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion intervention required) and uterine scar ("it caused a lot of scar tissue"). The patient was treated with surgery (essure removal with both fallopian tubes and scraping on my uterus). Essure was removed in 2023. The reporter considered abdominal pain, genital haemorrhage and uterine scar to be related to essure administration. The reporter commented: "it started making me have really bad cramps, bleeding like it was just crazy and it cause a lot of scar tissue and I ended to have my tubes removed which they couldn't go in and check anything coz doing scraping on my uterus anything because it was so much scar tissue so they had to take both of my fallopian tubes out. I have this essure back in 2009 or 2010 I have them removed this year 2023." Caller stated she has no information about the essure and she already submitted all documents to her attorney's office to file a lawsuit. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 14-sep-2023: claim arrived via law firm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.